Event description:
The patient was of normal size and severe calcification of the artery was observed, but no tortuosity. The procedure proceeded as planned until the operator attempted to position the device against the arterial wall at which time the device pulled out of the patient. It is unknown whether the heel was deployed in the artery or outside of the artery in the subcutaneous tissue. Manual compression was held to obtain hemostasis and no complications occurred. The physician ended up accessing the other side and used an angioseal. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The clinical description suggests that the device was not correctly positioned within the artery when the heel was deployed. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, suggests user error however based on available information cannot be definitively determined.